Event description:
A malfunction alarm identified as malf 9 was reported by the customer. There was no adverse impact on the customer¿s blood glucose level. Technical support provided instructions to reset the pump, which resolved the issue as the malfunction did not recur. The customer continued to use the pump for insulin therapy.